Event description:
A customer reported poor vacuum with slow response during a procedure. The surgeon reported hearing different noise from the system. The procedure was aborted and canceled.

Manufacturer narrative:
A company representative examined the system. The fluidics module was removed and checked, however it is unknown whether or not the reported event was replicated. The system was then verified to meet product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).